Event description:
It was reported that the programming wand would not interrogate a patient's device. An alternate programming wand was used and was able to successfully interrogate the patient's device. Programming wand was returned to manufacturer for analysis. Product has been received but not yet analyzed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.